Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of pneumonia, sepsis, touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date in 2011, the patient experienced touch contamination. Treatment and outcome were not reported. On an unreported date, the patient experienced pneumonia and sepsis. Treatment was not reported and at the time of this report, the patient had not recovered. On (B)(6) 2011, the patient experienced peritonitis. Treatment was not reported. The patient was recovering from the peritonitis. Dianeal therapy was ongoing. The nurse stated the peritonitis was unrelated to dianeal therapy and did not comment on the pneumonia and sepsis as reported by the consumer.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot number gd883512 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.